Event description:
During a procedure where alcohol was injected into this catheter, dissolution of the catheter material was noted. The catheter and wire were removed successfully intact as a unit. Another catheter was used to successfully complete the procedure without pt complications. This device has not been returned for evaluation. Therefore no failure analysis will be available. This device is a drainage catheter and the directions for use outline appropriate usage of this device. Co believes non-indicated use of this device contributed to this event and does not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Directions for use state: "this catheter is designed for external or internal percutaneous drainage of the biliary system."